Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. In addition, it was noticed that the distal clevis, where the pitch cable routes, had some scratch marks that may have been caused by instrument collisions or mishandling, but not evident if this happened once or over time. There were no signs of improper cleaning or chemical attack that could have caused the pitch cable to break. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the broken pitch cable found during failure analysis investigations. This failure mode could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci sigmoid colectomy surgical procedure, an exposed wire was noticed on a double fenestrated grasper instrument. The instrument was replaced with another similar one. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.